Event description:
It is reported that the physician attempted to treat the patient at the distal superficial femoral artery(sfa) using a 6 mm everflex entrust stent. The target lesion type was calcified with little tortuosity, severe calcification and 100% stenosis. The artery diameter was 5-6 mm and the lesion length was 100 mm. No issues were noted prior to use. The lesion was pre-dilated with a 3 and 5 mm balloon. The physician stated that when he rolled the thumb wheel the stent did not deploy. When the physician attempted to withdraw the system, they realized the stent was partially deployed. During pullback the stent broke in half, with half of the stent remaining in the artery. The physician then used a 5 mm competitor stent to cover the lesion and to jail/secure the entrust stent. The end result reported to be good as blood flow was increased to the affected area for healing. It is reported that aggressive technique was used because the only other option was amputation.

Manufacturer narrative:
Evaluation summary: the everflex entrust was returned for analysis. The everflex entrust was returned without the red safety pin. The strain relief showed 6x150. The working length of the unit was approximately 120 cm, which indicates the model number is evd35-06-150-120. Four location of the catheter shaft showed areas of flattening of the catheter approximately 17, 18.5, 21, and 23 cm from the outer distal tip. A kink was observed 14 cm to the outer distal the strain relief. Approximately 0.5 cm of the stent was exposed. The exposed stent was fractured and showed the exposed struts of the stent bent and twisted. No tantalum spheres were observed to the exposed portion of the stent. Backlighting applied to the distal end of the catheter showed approximately 120mm of the stent remained inside the catheter. According to the strain relief the length of the stent should be 150 mm. Approximately 30 mm of the stent was missing which is consistent with the reported event. The strain relief was inspected and a bump was observed. The strain relief was removed and the bond between the handle and the isolation sheath was discovered to be separated. Between the isolation sheath and the handle assembly a frayed pulled cable was noted. A portion of the pull cable was also observed at the location of the thumb-wheel. The thumbwheel was rotated, however the stent would not attempt to deploy. The wheel was seen to spin with no resistance. The handle assembly was cracked open. It was discovered the pull cable was broken within the handle assembly. Buckling of the inner assembly was noted at the proximal end where it connects to the clear luer bond. The experience reported that the stent was attempted to be deployed against resistance. The customer indicated an ¿aggressive¿ technique was necessary in order to treat the vessel. The observed flattening at various locations of the catheter indicated the catheter may have experienced areas of compression through the vessel. The buckling of the inner assembly indicates that, while the thumb-wheel was turned, the inner was attempting to pull back. However distal resistance caused the material to buckle proximally. The discovered broken pull cable was consistent with a break that would result when subjected to excessive tensile forces.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.